Event description:
It was reported by svc report that the power coil cord has an exposed wire in it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power coil cord.